Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient may have experienced syncope. Boston scientific technical services (ts) was contacted for a request to review remote monitoring data. Boston scientific technical services (ts) noted that automatic threshold tests have been turned off and the presenting electrocardiogram shows normal intrinsic cardiac activity. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received clarified that patient had a near-syncopal episode. The root cause was not determined, but the physician did not feel it was cardiac related. The device was checked and found to be normal. There was no indication of a device malfunction. The device remains in service. No adverse patient effects were reported.